Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector, they tried to cut the branch of the blood vessel when collecting the great saphenous vein blood vessel under an endoscope using vaso view 7, but could not cut it. At the beginning of the procedure, it could be used without any problems, but at the end of the procedure it could not be done even if it was tried about 10 times at the time of thick branch processing. The part which could not be cut was incised and the procedure was finished.

Manufacturer narrative:
(B)(4). The device was returned to the factory on (B)(6) 2019 for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and signs of blood was observed. Blood was observed on the blade. An electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel six (6) times. The device could transect the vessel with a clean cut without any failure. Based on the results of the evaluation, the reported failure ¿failure to cut¿ is not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector, they tried to cut the branch of the blood vessel when collecting the great saphenous vein blood vessel under an endoscope using vaso view 7, but could not cut it. At the beginning of the procedure, it could be used without any problems, but at the end of the procedure it could not be done even if it was tried about 10 times at the time of thick branch processing. The part which could not be cut was incised and the procedure was finished.